Event description:
A nurse reported to baxter (B)(4) that the patient connector of a transfer set was not connected with the titanium adaptor well. There was patient involvement, but no patient injury or medical intervention indicated along with this report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). The cause could not be determined.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a transfer set was confirmed during the sample evaluation. One used set with cap on dark blue connector and no cap on the patient connector was received for evaluation in reference to the connection issue. Visual inspection was performed and it was noted that the patient connector and the titanium adapter did not connect flush and was difficult to connect. Functionally, the set was hand tightened with a lab titanium adapter with difficulty noted and tested set underwater at 8 psi with no leaks noted. The parts were then dimensionally inspected. The dimensional requirement for the connection portion of the adaptor is 0.338 ?-0.345, this dimension was inspected to be 0.338, which is the cause of the connection 'tightness.'